Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak in the iabp circuit. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed an autofill on the pump to ensure the unit functioned properly. The fse also performed a system checkout to ensure that all was correct within the system, and set up the unit to pump overnight. Upon returning the following day, the fse found that the unit pumped as it should and intended. As such, the reported leak in the iabp circuit was not reproduced. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak in the iabp circuit. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.